Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no similar incidents. All available information was investigated, and the reported difficulties appear to be related to case circumstances. The reported patient effects of mitral valve tissue damage and mitral regurgitation (mr) are listed in the mitraclip system instructions for use as known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip caught on chordae and tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve. Multiple attempts were made to place the clip in the a2/p2 and a3/p3 locations; however, the clip could not grasp both leaflets at the same time. When the leaflets were grasped, they did not remain captured. The clip was not implanted. During retraction of the cds, the clip got caught in chordae. Troubleshooting was performed and the clip was freed from the chordae; however, chordal tissue was observed around the clip. The clip delivery system (cds) was removed, and tissue was confirmed to be on the clip. The procedure was aborted. No clips were implanted and the mr remains at 4+. There was no clinically significant delay in the procedure. No additional information was provided.